Event description:
The customer called technical support (ts) and reported that the device's nav-ring was not moving. The nav-ring key stopped working, as well as the push button. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed is requesting the v60 plastic part numbers for future reference. The rse provided the customer with the part number for the bezel, rear, gray, coated, v60; front panel assembly, gray, v60; cover, top, gray, v60; rp-bezel, front, w/o nav-ring, ctd, gry, v60; v60 front bezel assembly and the v60 ventilators gray plastic enclosure parts as requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
After further evaluation it was confirmed by the customer per gfe response that the v60 nav-ring was not moving clockwise and counterclockwise.the customer replaced the front bezel assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was put back into service. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.